Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unexpected reset occurred. Subsequently, it was reported that an unspecified malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 307 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction unknown issue was verified. Additionally, the alleged unexpected reset issue was verified in the pump logs; however, no failure was identified.